Event description:
After 13 months of implantation, this pacemaker was explanted and returned because of no ventricular capture. It was reported that the non-capture resulted from the lead (oscor) which was also replaced; this device was electively upgraded during the intervention.